Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that there was high threshold measurements and increased, but in range impedance measurements on the device and right ventricular (rv) lead. Additionally, there were three episodes of noise that were recorded as ventricular fibrillation, however, therapy was diverted and there was no inappropriate therapy. An elective procedure was performed to implant a new pace/sense rv lead. During the procedure, it was noted the distal screw had not been properly tightened. A new pace/sense lead was successfully implanted. This device was subsequently explanted and returned. No adverse patient effects were reported.